Manufacturer narrative:
(B)(4). Patient is 20/80 right and 20/30 left. Still very photophobic and on steroids. She is only 4-6 weeks out and will need much longer to recover. Surgeon reports he knows of no other way to treat these cases of central toxic keratoplasty. He has done 4 eyes since using different scrub technician, cannulas and same gloves without problems. Placeholder.

Event description:
Surgeon reported that patient experienced diffuse lamellar keratitis (dlk)/ inflammation following flap creation and custom excimer treatment. Patient manifest right eye -9.50 +1.50, left -5.75 +1.00; 20/20 pre op best corrected visual acuity (bcva). Day 1 post treatment uncorrected visual acuity (ucva) 20/20- right eye and 20/25 left eye. Started hourly generic pred forte both eyes, added prednisone pills and durazol day 2 with increasing dlk both eyes. Central toxic keratopathy at day 4 now bcva 20/70 right and 20/50 left, central toxic keratopathy right eye and mild dlk left.

Manufacturer narrative:
Additional information: surgeon reported on that patient is improving slowly. Visual acuity at 20/50 but needs more time. She is improving with topography and appearance. Placeholder.

Manufacturer narrative:
Application support manager (asm) visited the account. The treatment was intralase (8.9 diameter right and 9.0 diameter left, 110 micron flaps - both). Intralase settings were confirmed to be the same as last several months of use and same as other surgeons utilizing open access center. The dry heat sterilizer was last serviced 2011. Site uses non-disposable cannulas, flushed with air prior to autoclave. Asm discussed the use of disposable cannulas with surgeon. Reporting surgeon is the only one from the center using sempermed supreme latex powder free. Reporting surgeon is concerned with the surgical instrument handling with one technician and is adding a second technician next surgery day. All pertinent information available to abbott medical optics has been submitted. Placeholder.